Event description:
It was reported that this left ventricular (lv) lead was explanted due to the physician decided to locate the lead in a better location. Is not known if a dislodgement occurred. The device was explanted and successfully replaced. The device is expected to return for analysis. No additional adverse patient effects were reported.